Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remote via merin.net transmission, the device showed post-paced t-wave oversensing on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were made during device check. Patient will continue to be monitored via remote transmission.